Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while on a pt. There was no pt harm or injury reported. The nellcor puritan bennett customer support engineer (cse) verified the reported malfunction. The cse inspected the device and replaced the bdu pcb. The unit passed extended self testing.